Manufacturer narrative:
Pump received with no button response due to j2 and lcd keypad connector unlocked. Pump received with minor scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that the insulin pump has many scratches on the display window. Customer's blood glucose was unknown at the time of incident. No further information was given.